Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer used o.b. Ultra absorbency tampons, the consumer reports that the tampons had missing strings. There was no reported adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.